Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's ins charge was not lasting and that stimulation shuts off. The patient charged a couple days prior to the report but not to 100%, and on the day of the report that ins was dead again. The patient used to charge every 3.5 weeks but now they charge every week. When the ins shuts off they experience a return of pain and they can tell when its on because when they cough they get that 'extra sensation.' It was noted that the patient had not recently been reprogrammed or increased parameters. The patient was redirected to follow-up with their managing physician. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding the patient with an implantable neurostimulator (ins) reported the cause of the ins charge not lasting as, having to recharge once a week, and the stimulation turning off was determined. The patient stated after a long while and many calls it took their healthcare professional (hcp) calling. The battery itself was the cause. The patient stated the cause of feeling extra stimulation when they coughed was not determined and it was normally they guessed. The patient stated the steps taken to resolve the ins charge not last as long, having to recharge once a week, and stimulation being off was they would see their hcp in two weeks to discuss replacing the battery. The patient noted they thought they would replace the battery. The patient noted the ins charge not lasting as, having to recharge once a week, the stimulation turning off was determined, and the extra stimulation when they cough was not determined. There were no further complications that have been reported as a result of this event.